Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log found a cassette not attached properly" alarm. Functional testing was performed. Upon review, the reported problem was duplicated, the dso calibration failed. It was determined that the inoperable dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a cassette not attached error. Patient involvement is unknown. No adverse patient effects were reported by the customer.